Manufacturer narrative:
The report is being submitted because the outcome of the evaluation findings demonstrated that the tolerances were more significant than what was originally reported. The optical module was returned to an edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and found that the tolerances were out of specification. The cable was evaluated in accordance with edwards standard operating procedures. An in-vitro calibration was performed which results in svo2 measurement appearing on the monitor screen, settling at 82% +/- 3%. Error messages should be observed on the monitor screen if the reading drifts out of specification. In-vivo calibration is also performed where the svo2 is set at 60 % and the hct at 40%. A svo2 value will appear on the display and the svo2 should settle down to 60% +/- 2 %. In both cases the displayed values were out of tolerance with no alarm, alert or fault messages observed during evaluation testing. The root cause was unable to be determined as the cable was scrapped and no further evaluation could be performed.

Event description:
It was reported that the optical module om2e 'did not read the relative values.' While there was no allegation of incorrect values reported, additional information was requested and the response from the technical service contact stated that no additional details could be obtained from the customer. No patient compromise was reported.